Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1994. (B)(4)

Event description:
It was reported that the right atrial lead was noted to be malfunctioning due to insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If iinformation is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.